Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In july 2019, the battery longevity was five years remaining. At a recent follow up appointment, the battery longevity was one year remaining. The device remains implanted. No adverse patient effects were reported. Additional information was received that this pacemaker and non-boston scientific leads exhibited over-sensing, noise and pacing inhibition. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion (pbd) condition and recommended device replacement in the near future and doing lead integrity testing.